Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that as the lead and wire was pulled back through the vein, the tip of the wire broke off and remained in the distal branch of the vessel. No additional adverse patient effects were reported.